Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found instrument blade damage approximately 0.121 from the base. The broken piece was note returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the harmonic ace instrument was unable to perform its cutting functionality. The instrument was replaced to the backup and this resolved the issue. The user completed transection and continued the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.